Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc complaint number (B)(4).

Manufacturer narrative:
On (B)(4) 2013 an ocd field service engineer (fe) arrived at the customer site and could not recreate problem by performing splld checks. The fe inspected x-arm and replaced plunger clamp # 11 for poor tip ejection. The fe performed splld and customer software checks successfully. Repairs have returned this instrument to expected operation.